Event description:
Complainant alleged that while attempting to cardiovert a 51-year-old male patient; after removing the electrode pads (conmed propad radiotransparent electrode), burns were found on the patient's anterior chest. The severity of the burn is not known, the user continued to use the device and there was no error message seen.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. To date, zoll medical corporation has not received the device, electrodes, device logs, or photos from the incident. The customer was unable to confirm if proper skin preoperation was performed. The r series als operator's guide (9650-0912-01 rev. Ya) warns the user that excessive hair, poor adherence and/or air under the electrodes, as well as damage/folding in the electrode packaging can lead to the possibility of arcing and skin burns. It is important to note that the pads used during the event were conmed padpro radiotransparent electrodes. No trend is associated with reports of this type.